Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient dexcom on (b) 6) 2015, to report that on (B)(6) 2015, the g5 transmitter was not found in the g5 application. Patient performed a paperclip reset and attempted to relinquish the transmitter and pairing to the device again but was still unsuccessful. No additional event or patient information is available.